Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: what was the size of the needle used? Ethicon pds ii 5-0. Was more than half the needle retained in the patient? No. Where is the needle retained; in what structure? Unk are there plans to remove the retained needle piece? Unk x-rays taken? Results? Unk were prescription steroids administered? 4 mg of dexamethasone were antibiotics prescribed? No. Was medical or surgical intervention provided? No intervention after the procedure. Were there signs or symptoms of infection prior to the procedure? No. Were cultures performed? No. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The tip of the needle broke in the patient's cartilage and could not be retrieved. The patient has not undergone surgical intervention, but did receive dexamethasone. The surgeon opined there would be more damage to fetch this needle end again from the operating room than to leave it in place. Additional information was requested.